Event description:
Literature: brouwer r, duthie g. Sacral nerve neuromodulation is effective treatment for fecal incontinence in the presence of a sphincter defect, pudendal neuropathy, or previous sphincter repair. Dis colon rectum. Mar; 53(3): 273-278. Summary: the purpose of the study was to assess the effectiveness of sacral nerve neurostimulation in the setting of sphincter defects, previous sphincter repair, or pudendal neuropathy. A total of 55 pts underwent insertion of a sacral nerve neurostimulator for fecal incontinence. There was a significant improvement in the (B) (6) continence score for all of the pts, from a (B) (6) of 15 (13-18) before insertion of the neurostimulator, to a (B) (6) of between 4 and 7 during the follow-up period of up to 48 months. Event: one pt had dislodgement of their lead after an epileptic seizure. No further info was provided. See literature article with mf report # 3007566237201003306.

Manufacturer narrative:
(B) (4).